Manufacturer narrative:
As a result, no repair actions were performed, no parts were replaced, and no performance verification testing was conducted. The investigation is considered complete based on the available information. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.

Event description:
Philips received a report from a technician indicating that the device experienced a blower failure during device preparation immediately prior to use. As a result of the malfunction, the user was unable to use the device as intended. There was no patient involvement or patient impact reported. During troubleshooting, the engineer was able to replicate the issue and performed a visual inspection, which confirmed the blower failure. No error codes were identified, and no additional testing was required, as the issue was verified through visual inspection. Additionally, it was determined that the customer did not have a valid service entitlement, and the case was forwarded to business sales to determine whether service approval would be granted prior to dispatching a service engineer. The investigation is ongoing.

Manufacturer narrative:
H10: e1- (B)(6).